Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew3096 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was undergoing the dsa procedure, fluid leaks occurred. No other information was provided.